Manufacturer narrative:
A ge representative evaluated the system and adjusted the ma circuits to bring dose rate within tolerance. System operates as intended. (B) (4)

Event description:
The customer reported the system exceeds the skin exposure dose rate limit. No pt injury was reported.